Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil had a break near the distal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that product analysis was performed were allegations of electrical and helix issues were confirmed by observation of conductor fracture near the tip end..

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted. The lead exhibited placement difficulties, impedance, threshold, noise and helix extension issues. No adverse patient effects were reported.